Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited inappropriate noise reversion. On (B)(6) 2016, the device was reprogrammed. The patient was asymptomatic.